Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The issue was unable to be reproduced. The system performed as intended. Other relevant device(s) are: product ID: 9733686, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that after a successful imaging spin transfer, the system became unresponsive and the representative was unable to select anything on the screen. The mouse still moved and the trackers were visible and moving in the tracking view on the screen. The system was rebooted and the issue was resolved. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.